Event description:
Following the customer's allegation when the staff were plugging the power cord into power outlet, the power point tripped. Allegedly, the sparks came out of the wall outlet as a result. Then the staff noticed damages of the power cord. No injuries were sustained. At that time the bed was not in use with patient. The arjo technician diagnosed the bed and determined that except for the power cord damage it was working as intended. The power cord external insulation was damaged. The internal breakage of the wires that resulted from the damage most likely caused safety switch to trip out. The arjo engineer repaired the bed by replacing the power cord.

Manufacturer narrative:
The damages of the power cord indicate that the excessive external force or friction must have been applied to the power cord in order to damage the cable in the way as in the complained scenario. The circumstances of the damage occurrence remain unknown, therefore it is not possible to establish the details of the damage. Please note that the instruction for use for the enterprise 5000x bed (746-577-en rev. 17) includes the following information related to the cable damages and regular inspections: "make sure the power supply cord is not stretched, kinked or crushed." "Make sure the power supply cord does not become entangled with moving parts of the bed." "Visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly "examine the power supply cord and mains plug - if damaged, replace the complete assembly; do not use a rewireable plug" - this activity is to be done by the qualified personnel during yearly preventive maintenance procedures. Arjo device failed to meet its performance specification since the power cord was damaged. The device was not used for a patient treatment when the failure occurred. This complaint is deemed reportable due to allegation of sparks coming out from the wall outlet, as a result of the bed power cord damage.

Event description:
Following the information provided the power cord outer sheath was damaged. Internal breakage of the cable caused the sparks from the wall outlet and power outage. The safety switch tripped out. No injury was sustained. The replacement of the power cord allowed to bring the bed back to the proper functionality.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.